Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. Torsional and oblique fracture patterns were found. A torsional fracture pattern likely indicates an excessive twisting load (torsion), while the oblique fracture pattern likely indicates some side loading (bending) was also applied to hex tip. The driver is not designed to withstand significant side loads and should only be used with torsional loads.

Event description:
While implanting an orthopedic plate, the driver tip broke off in the head of one of the locking screws. The broken driver tip, in the screw head, remains implanted.